Event description:
During a coronary stent procedure, the physician had advanced the delivery/stent device to the lad when the patient abruptly moved. The delivery/stent device moved into the aorta when the patient moved. It was noted that the stent had dislodged. The physician was unable to locate the undeployed stent and it remains in the patient. Patient status is listed as "okay".